Manufacturer narrative:
In the initial report (B)(4) submitted on 9/18/2019, the patient age was erroneously entered as 41 years old in the event description. The patient's correct age is 40. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation revision with mentor memoryshape breast implants 420cc and suffered several unexplained systemic symptoms, including infections, auto immune deficiency symptoms, autoimmune issues, achy joints, shingles, eczema, joint pain, inflammation, fatigue, lethargic, body pain, chest pain, hair loss, headaches, sensitivity to cold, brain fog, trouble sleeping, a bluish red spot under left breast, and redness on right side nipple. Rupture was also reported but has not been confirmed. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right side.